Manufacturer narrative:
--

Event description:
Additional information was received indicating that the patient was given intravenous medications. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product developed an infection. A swan-ganz catheter was placed in the patient prior to having a left ventricular assist device implanted and after removing the catheter, the patient developed fever and purulence at the catheter site. Blood cultures were also (B)(6) for (B)(6). The patient had acute chronic heart failure as well. There were no additional adverse patient effects reported. All available information indicates that the product remains in service.